Manufacturer narrative:
Unique identifier (UDI #) corrected data: initial report inadvertently listed UDI # as na instead of applicable UDI.

Event description:
The physician indicated that the patient had no prior history of cardiac events and no family history of cardiac events. The patient's heart rate prior to the patient's asystole event was 68 and during the event it was reported as 0. Blood pressure prior to the event and during the event were indicated as 120/90. It was reported that the event did not occur while performing a system diagnostics test and that the patient was under general anesthesia and the depth of the anesthesia was reported as "medium." The implant surgery was noted as 90 minutes and continued despite the event and the device was reportedly programmed on since the event. The physician reported that the arrhythmia was not related to vns therapy stimulation and was related to the vns surgery itself. Intervention taken was ECG monitoring during and after the procedure. The patient was not hospitalized due to the arrhythmia and the intervention was taken to preclude a serious injury. The arrhythmia event has not recurred to date. The physician reported that the asystole was 10 seconds and self-resolved during implant. Vns was programmed with ECG monitoring and during a trial of stimulation with the magnet and 15 minutes after the programming. There were no cardiac arrhythmia noted and the patient had no cardiac symptoms to date. No further relevant information has been received to date.

Event description:
It was reported that the patient went into asystole during the vns implant procedure when system diagnostics were performed. It was reported that the patient went into asystole for 20 seconds and then recovered within seconds. On the last system diagnostic that was performed the patient did not have an asystole event. The patient's surgeon reported that the asystole was related to the vns implant procedure and not the device itself. It was reported that general anesthesia was used and that the implant surgery was approximately 1.5 hours long. No further relevant information has been received to date.